Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after an error 32056 occurred following system power-on. Tse guided a system power cycle, which did not improve the issue, and then guided a hard power cycle, which also did not resolve the issue. It was then reported that the universal surgical manipulator (usm) #4 showed a red status indicator. Tse guided disabling that usm to attempt to continue, but the site reported needing all four usm's to complete the procedure, and the system remained down. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the logs and found error 32056 with description: ¿failed to initialize i2c device¿ pointing to an issue with the universal surgical manipulator (usm) #4 axes controller (arm) board (aca). Fse then replaced usm #4 to resolve the issue. System verification passed. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm associated with this event, but the evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.